Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port clamp broke. The following information was provided by the initial reporter: white clamp broke while on the patient.

Event description:
No new information.

Manufacturer narrative:
The complaint of a broken clamp was confirmed; however, the root cause could not be determined. Two photographs were provided for investigation. One photograph showed a fractured clamp on a 24g nexiva device. The nexiva was shown inserted in a patient and dressed. The cause of the damage to the clamp could not be determined from the photographs. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. No other similar complaints were reported from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.